Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure crosses through the cornu into the uterus'), pelvic pain ('increasing pelvic pain/ chronic pelvic pain') and lymphadenopathy ('enlarged lymph nodes excised from her neck') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and paratubal cyst. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), lymphadenopathy (seriousness criterion medically significant), abdominal pain ("increasing cramps"), nausea ("daily nausea and fatigue"), fatigue ("daily nausea and fatigue") and malaise ("generally not feeling well"). The patient was treated with surgery (lymph node excision and transvaginal hysterectomy.). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, pelvic pain, lymphadenopathy, abdominal pain, nausea, fatigue and malaise outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue, lymphadenopathy, malaise, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-feb-2022: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure crosses through the cornu into the uterus'), pelvic pain ('increasing pelvic pain/ chronic pelvic pain') and lymphadenopathy ('enlarged lymph nodes excised from her neck') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and paratubal cyst. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), lymphadenopathy (seriousness criterion medically significant), abdominal pain ("increasing cramps"), nausea ("daily nausea and fatigue"), fatigue ("daily nausea and fatigue") and malaise ("generally not feeling well"). The patient was treated with surgery (lymph node excision and transvaginal hysterectomy.). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, pelvic pain, lymphadenopathy, abdominal pain, nausea, fatigue and malaise outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue, lymphadenopathy, malaise, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-feb-2022: medical record received: reporter information added, case became medically confirmed. Medical history and essure indication were added. Previously reported event medical device removal updated with "the essure crosses through the cornu into the uterus" and surgery detail added. New events added- chronic pelvic pain, increasing cramps, daily nausea and fatigue, generally not feeling well and enlarged lymph nodes excised from her neck. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removalun') in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 32-year-old female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.